Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The issue was resolved, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred.